Event description:
The user facility reported that their 60" platform sterilizer was leaking steam at the end of the cycle. The power to the unit was shut off and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found scale debris and build up around the s2 valve. The technician stated that mineral scale debris from the s2 inlet piping broke loose and got wedged between the valve seat and piston subsequently causing the steam leak. The technician cleaned and rebuilt the s2 valve, tested the sterilizer and confirmed the unit to be operating properly. The sterilizer was returned to service and no additional issues have been reported. The 60" platform sterilizer subject of the reported event was manufactured in 2004 and is approximately 19 years old.